Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered in the pump by the user on (B)(6)2018 was 45 mg/dl and continuous glucose monitor was not in use with the pump. After entering the bg value of 45 mg/dl the user set a temporary basal rate of 0%. Prior to the low bg, the user delivered an 8.32 unit bolus for a bg of 177 mg/dl and 62 grams of carbohydrates. There were no erratic basal rate adjustments. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Event description:
Tandem technical support confirmed with the customer the all bolus and basal deliveries were accurate. Customer reported that pump was working and that blood glucose level was "fine" at the time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 29 mg/dl. Reportedly, customer thought the low bg may have been due to a pump update, but also attributed bg to lack of sleep. The customer's colleague had to help give the customer glucose tablets to address bg as the customer was unable to consume the tablets herself. Bg was also addressed with food. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.